Event description:
It was reported that the device had several fault codes in memory that indicated a possible lock-up failure. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed several fault codes logged in the memory. Physio replaced the main pcb and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and was unable to confirm or duplicate the reported issue. Further component root cause of failure was not determined.